Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 pocket b1 had failed. A field service engineer (fse) remotely accessed the device and found no issue. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failing to open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, the customer indicated there was no delay. There were no adverse events or injuries reported based on this incident.